Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after inserting the syringe needle through the cartridge septum, the insulin was unable to be injected into the cartridge. The needle was removed and using a magnifying glass, a piece of septum was found to be blocking the needle tip. The needle was changed and insulin was successfully loaded into the cartridge. Insulin delivery was resumed. There was no impact to the customer's blood glucose level.